Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area around the catch post area and within cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a mushroom head check. The cycler failed the touch screen test. It was identified that the cause for the blank screen was due to an internal short and scorch marks present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and display assembly and within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment the previous night. The patient reported they did complete their treatment the previous night. The cycler was rebooted, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Multiple attempts were made to acquire additional information, however, a response was not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.